Event description:
It was reported that a 58-year-old female patient underwent a primary breast augmentation with a 320 cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was diagnosed during surgery. The patient underwent explantation on (B)(6) 2026 and replaced with a 300 cc mentor memorygel breast implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 21, 2026, the mentor analysis lab received two devices for evaluation, both of which had the same lot number and no identifying side designations. Since both devices have the same lot number, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. According to the information received, the patient experienced a ruptured right breast implant. No product quality issues were reported for the left-sided device. On april 28, 2026, mentor completed evaluations on a returned device as it was impossible to determine which device corresponded to the right-sided breast implant. The analysis for one device is being included in this report. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a tear in the posterior aspect, measuring approximately 2.2 cm. Additionally, it was found within an area of siltex cracking. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).